Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: pump stoppage events were confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the pump stoppages and hazard alarms that occurred while the patient was supported by the mpu could be indicative of driveline damage. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. Pump stoppage events were captured on (B)(6) 2020 and (B)(6)2020 with corresponding hazard alarms for low speed and low flow. All pump stoppage events occurred while the system was supported by the mpu and appear to resolve when the patient switches to battery power. Additionally, the log file captured a no external power alarm on (B)(6) 2020 (addressed under (B)(4)). The system controller¿s internal 11v backup battery was in use during this event and there was no interruption in pump support. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. The account communicated that the patient reported with new alarms for low flow, low speed and pump off. The patient claimed that the alarms occurred while he was standing up to urinate in the middle of the night for 3 nights in row. The patient is currently an inpatient and is using an ungrounded patient cable. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number vad(B)(6). No product is available for investigation. The heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for vad-63193 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, no external power alarm, and pump off, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, no external power alarm, and pump off, and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number/lot number has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced alarms including low flow, low speed, and pump off. These all occurred in the middle of the night three nights in a row while the patient was standing. The patient was inpatient on an ungrounded cable. Technical services reviewed the log file and found three pump stops on (B)(6) 2020 and (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or an ungrounded cable until further investigation is completed. In addition, the log file captured a no external power event on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet, or house power disruption. There was no interruption in pump support during these events. The alarms were audible and visual. Related manufacturer reference number: 2916596-2020-03459.